Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date is an approximate date as the actual implant date is not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 40mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged on warfarin. At three months the patient was changed from warfarin to single antiplatelet therapy (sapt). During a routine six (6) month follow up transesophageal echocardiography (tee) findings suggestive of a device related, layered, non-mobile 3mm thrombus (drt) was observed covering the closure device surface. The patient was resumed on anticoagulation medication and follow up observation will be performed.